Event description:
During the procedure, a 3.5mm cortex, 32mm s-t screw tip broke off in the patient's tibia. Md made decision to leave the fragment in the bone due to the risk of the surrounding tissue damage during possible retrieval.